Event description:
It was reported that four (4) clearlink system non-dehp catheter extension sets burst. The process step was not specified. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
B3/d10: the events occurred during unspecified dates in last year. D4: unique device identifier (UDI) # is based on the di information as no lot number was provided by the reporter. The devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.